Event description:
It was reported that the customer's fill estimates were inaccurate after loading a cartridge with insulin. The customer's blood glucose level elevated to 350 mg/dl but had returned to normal at the time of the call. During troubleshooting with tandem technical support, the customer attempted to reload the same cartridge but the pump stopped fill tubing and requested a minimum of 50 units. The customer indicated a new cartridge would be loaded.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.